Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint(B)(4) , during post operative check it was observed that patient experienced loss or failure of implant to integrate.